Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and it matches the alleged failure. The received plastic lid sps implant case screws 3/4 length were checked visually, and we can see that there is complete black marking around the screw rack. A functional inspection was performed with a tissue wipe in which the black residual around the screws was rubbed off easily which indicates that it was the dust accumulation. A review of the labeling did not indicate any abnormalities. Due to the fact that this device was manufactured and in usage for more than 10 years of compliant performance, any material or manufacturing related issues can be excluded as this would have been evident in the beginning of life of the device. No corrective actions are required at this time. Additional information was requested for the cleaning parameters, which is not available due to which root cause could not be established, if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the case is old and worn in some places and releases anomalous residues during sterilization. It is therefore not possible to proceed with the sterilization nor use it."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the case is old and worn in some places and releases anomalous residues during sterilization. It is therefore not possible to proceed with the sterilization nor use it."